Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient presented to emergency room with syncope on (B)(6) 2026. Patient reported that they were also experiencing syncopal episodes the day before on (B)(6) 2026. Upon interrogation, device reported bipolar failure and switched to unipolar polarity. Lead was evaluated with lead testing and postural testing with unremarkable results (within range testing values and no evident lead noise). Device was programmed back to bipolar. Several hours later, patient experienced another syncopal episode. Upon second interrogation, polarity was shown to still be in bipolar. Telemetry showed what appeared to be an 8 second pause. Threshold testing consistently reported at 1 v. Device was programmed to doo/90 bpm with outputs pushed to 5v to be re-evaluated next day. On (B)(6) 2026, the associated device was explanted and this lead attached to the new device. Patient still experiencing non-capture on telemetry on (B)(6) 2026. Lead currently remains implanted.